Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. The break in aseptic technique was further specified as the patient left their ceiling fan on during therapy. The patient began treatment at home with gentamycin and cipro for the peritonitis. After experiencing worsening abdominal pain, the patient was hospitalized. The patient was retrained in aseptic technique. Following hospitalization, the patient's catheter was removed and hemodialysis was initiated. The patient had not yet recovered from the peritonitis. No additional information is available at this time.